Event description:
A report was received involving a guidewire and a lumbar catheter. The description of the incident was: "extreme difficulty removing the guidewire from the catheter, despite the heavy and prolonged washing of the catheter and guidewire itself. A second attempt at positioning was necessary, however, the same catheter was repositioned and replaced for lumbar drainage." The product is not available for eval and the lot number is not known.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.